Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was low, and the bg reading was 340 mg/dl. The patient would have had high readings with the dexcom 400 ¿ 500 mg/dl (note: dexcom cgm can only read until 400 mg/dl and the dexcom might have been reading high at some point), and then the cgm reading suddenly had low values. The patient did not experience any symptoms at the time when he had low values, and the patient ate something sweet. The patient informed his health care personnel about these values, and the patient was admitted to hospital for a total of 5 days from (B)(6) 2024 due to ongoing inaccurate readings. No treatment was reported for the time of event and no medication would have been needed. Due to the inaccuracy of cgm values, the patient's bg readings were monitoring during the hospital stay. A fingerstick was taken at an unspecific time at the hospital, the cgm reading was 250-260 mg/dl, and the bg reading was 200 mg/dl. At the time of the report the patient was stable. Per follow up on (B)(6) 2024 by technical support, the patient declined to answer further questions regarding the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the a and b zone of the parkes error grid calculator when the patient was tested at the hospital. No additional patient or event information is available.